Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) with bilateral ankle fractures, the patient is bedridden and the patient was seen for a pre-free flap evaluation. The patient has occlusion of the right anterior tibial artery and orthopedic hardware at the distal right calf. The ivc filter was placed prophylactically. The filter was deployed via the right common femoral vein. The patient tolerated the procedure well and was in stable condition after the procedure. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), tilting of the filter and the device was unable to be retrieved. The patient became aware of the reported events twelve years and five months after the index procedure. The patient continues to experience chronic depression, generalized anxiety disorder, psychogenic non epileptic seizures (conversion disorder). As reported, a patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) with bilateral ankle fractures. The patient was further noted to have been bedridden and was seen for a planned pre-free flap evaluation. The patient had occlusions of the right anterior tibial artery and orthopedic hardware at the distal right calf. The filter was implanted as prophylaxis via the right common femoral vein and deployed in an infrarenal location. The patient is reported to have tolerated the procedure well. Approximately twelve years and five months after the implantation, the patient became aware that the filter had tilted with strut(s) outside the inferior vena cava (ivc) and an inability to be retrieved. No attempts to retrieve the filter were documented. The patient further reported chronic depression, generalized anxiety disorder and psychogenic non-epileptic seizures. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety disorder experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease, chronic depression and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: occupation: other, senior counsel, litigation. Facility: cordis corporation.

Manufacturer narrative:
(B)(4). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, a patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to, filter perforation, filter tilt. It was reported that the filter was not able to be removed; though there is no retrieval attempt documented. As a direct & proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to filter perforation, filter tilt, and unable to remove but there is no known retrieval attempt. As a direct & proximate result, the patient suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, the patient has suffered & will suffer significant medical expenses, pain & suffering, & other damages.